Event description:
Practitioner accessed the vessel immediately. Could not get the guidewire to advance; got two more wires out of the current stock, and they both bent as well. Had to stick patient multiple times because of the guidewire. Finally, the situation was aborted and the practitioner switched to a femoral cvc. Practitioner believes wire is too flimsy.